Event description:
The valve was implanted on (B)(6) and the initial setting was 100. It seemed to be functioning properly and the condition of the pt was improving. After a week, however, the surgeon had to change the setting to 70 because hydrocephalus worsened. Since then, both the flow and the pt condition seemed unstable, which made him decide to explant the valve on (B)(6). He would like to know the root cause of this event and if the valve is defective. He would like a replacement too. We need an investigation report as soon as possible because not only the surgeon but also the pt is waiting for the result. Please investigate.